Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 5076-58 implantable pacing lead 2012-(B)(6), 419688 implantable pacing lead 2009-(B)(6), 5076-52 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information was received confirming the device was explanted for elective replacement indicator (eri) status. No patient complications have been reported as a result of this event.